Event description:
It was reported that during a urological procedure, a breaking noise was heard when the shaft was articulated. Apparently, there was no damage in the device and no broken pieces. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis showed that the atw35 device was received with the left articulation mechanism damaged. The device was received with a tr35w cartridge reload unfired loaded on the device. The returned device was tested for functionality with the returned reload in the straight position. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the left articulation band was found broken. While no conclusion could be reached as to how the articulation band became damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.